Event description:
Patient reported "rupture, surgery". This record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
The event of rupture is no longer reportable to the FDA. There is no complaint against the device. Additional, corrected and/or changed data: b.5, h.6.

Event description:
The event of left side rupture did not occur for the patient. There is no complaint against the device. This record is no longer reportable to the FDA.